Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an upper gastrointestinal (gi) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The nurse was unable to remove the clip thus, she had to use a wire cutter to cut the catheter. The clip then disengaged from the catheter. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not release from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, the catheter was returned detached in two parts. Microscopic examination was performed, and it was found that the bushing had hit marks. The detached section had evidence of a mechanical cut. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not release from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The customer reported that due to the reported event the catheter had to be cut and the device was returned in two parts. It is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any problem that could contribute to the problem faced by the physician as the event is directed related to this piece. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an upper gastrointestinal (gi) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The nurse was unable to remove the clip thus, she had to use a wire cutter to cut the catheter. The clip then disengaged from the catheter. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.